Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to oversensing on the right ventricular (rv) lead. The physician was not sure if the episode was due to lead failure or external noise source. Provocative tests showed no issue between the competitor device header and the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.